Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd signal wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, we confirmed that the u/d & r/l pulley wire fluid damage, the light guide cable fluid damage, the insertion flexible tube (ift) coating damage, the control body corroded, the electrical connector corroded, the lg cable connector corroded, the plug to cable attaching base corroded, the suction channel leakage, the remote control buttons cut, the remote control buttons cut, the remote control buttons cut, the light guide fiber bundle (lcb) loosened, the eog valve loosened, and the lg root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).